Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. The patient treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a2, a3a, a4, b2, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient was taking a bath without covering the exit site and pd catheter with a waterproof film dressing. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as the event onset, the patient was treated with vancomycin (discontinued after eight days) for the event. At the time of this report, the patient was discharged from the hospital and recovered from the events. It was not reported if the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.